Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch and false episode being recorded. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing of the lead did not find any anomaly with exception of procedural damage.